Event description:
A (B)(6) female pt's son called zoll customer support to report that her monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on) has been confirmed. Upon investigation the negative lead of c22 (high voltage capacitor) was broken free from the solder pad on the defibrillation board. The broken solder connection caused multiple components to open on the c/a board. The discharge resistor r45, fast acting thin film fuse f600, and capacitor c610 were open on the c/a board, causing the -5v, 3.3v, 12v and 1.8v supplies to short. The broken solder joint of c22 was likely caused by the monitor impacting a hard surface. No adverse event resulted from the defective monitor. The pt received a replacement monitor.